Manufacturer narrative:
As no sample from the patient was available for further testing, the investigation could not determine a specific root cause.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6) . Sample from the patient was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable tsh elecsys results from the cobas e411 disk. The initial result was 9.15 iu/m. The patient was tested in other two laboratories and result from non-roche analyzers were 4.269 iu/m and 2.85 iu/m.